Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring (reservoir tube) scratched reservoir tube window and missing end cap sticker.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer states that the reservoir would fall out. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.